Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "c02 detector not working machine and cannula changed two times each also tried turning machine on an off again a few times machine still not picking up c02 9 days earlier - pca pump with end- tidal c02 monitoring channel malfunctioned, and pumps end- tidal c02 channel malfunctioned 3 times and had to be replaced one day earlier- two separate occasions with two different pumps the etc02 pump alarms "channel error" tried shutting it completely down and with no fix reached out to rapid response for assistance and suggestion they said to change cannula to pt which was done and no change m situation clinical engineering has had 13 failed etco2 modules removed from service they have found "fatal error" codes 270 6200 and 270 6500, the fatal error codes then." An incomplete date of event of xx-jul-2019 was provided.

Manufacturer narrative:
The customer¿s reported issue that the etco2 device failed for not detecting co2, with repeated failing at power on, and error codes 570.6200 and 570.6500 found recorded had been confirmed through log analysis. N/a ¿ no devices were returned for investigation of this reported issue. The proximate cause is attributed to a malfunction oridion board assembly (OEM). The root cause for the board malfunctioning has not been identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical products: cad_pca_tube. Syringe. Cad_etco2_disp. (B)(4).

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "c02 detector not working machine and cannula changed two times each also tried turning machine on an off again a few times machine still not picking up c02 9 days earlier - pca pump with end- tidal c02 monitoring channel malfunctioned, and pumps end- tidal c02 channel malfunctioned 3 times and had to be replaced one day earlier- two separate occasions with two different pumps the etc02 pump alarms "channel error" tried shutting it completely down and with no fix reached out to rapid response for assistance and suggestion they said to change cannula to pt which was done and no change m situation clinical engineering has had 13 failed etco2 modules removed from service they have found "fatal error" codes 270 6200 and 270 6500, the fatal error codes then." An incomplete date of event of (B)(6) 2019 was provided.